Event description:
Customer reports that the child dislodged the feeding tube and when the rn checked the tube, she noticed 1/2 inch of the bottom part of the tube was missing. The tubing end was blunt, not torn appearing. The measurement from the last marking of the tubing to the end of the tubing was 5.5 cm. An x-ray was done which did not reveal the piece of the tube that was reported missing. No stool was examined for 48 hours once discovered. The tip was never found. The (B)(6) has had no ill effects or symptoms related to this issue.

Manufacturer narrative:
The sample has not yet been returned for eval. Retention samples from the same lot were reviewed. Tubes were visually examined as well as pull tested. All bolus ends were securely attached to the feeding tube.